Event description:
Customer reports they were doing a breast MRI on a (B)(6) y/o female pt when the a side injected 20 ml gadolinium uncommanded. The injector was loaded with 50 ml prefilled saline syringe on the b side and a 20 ml prefilled contrast syringe on the a side. They were actively performing a drip mode on the b side at the time of the incident, when they noticed that the a ram was all the way forward to 1 ml and the console was in the results screen. The technologist states she had programmed the injector console but had not initiated the injection or touched anything on the injector. The pt had to wait an hour and then the exam was done in the other room so she received an add'l 20 ml of gadolinium and MRI scan. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated and reports that he was not able to duplicate the event. Fse performed a system checkout according to service checklist, using service manual. After testing, fse stayed and observed two of the same kind of cases that were being done when the reported uncommanded injection occurred. Both cases went without incident. The unit was returned to full service.